Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the aortic extender component has not been evaluated in the revision of previously placed stent grafts. Additional devices related to this event: pxa260300/03510481.

Event description:
In 2002, the patient was implanted with a medtronic talent graft to treat a 6 cm abdominal aortic aneurysm. In 2007, an intervention occurred to treat aneurysm enlargement due to a large proximal type-1 endoleak, attributed to lack of fixation in the previously placed stent graft. The patient was implanted with two gore excluder aaa endoprosthesis (aortic extender components). Extensive tortuosity was noted. Final angiography showed no evidence of an endoleak. The patient tolerated the procedure. At approx 2 weeks later, the patient arrived at the hospital having a heart attack, and was placed on comfort care. Subsequently, 5 days later, the patient expired. The cause of death was myocardial infarction.